Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the pump would not re-inflate after being pressed. The ipp pump was explanted and replaced with a new ipp pump was implanted. The patient was stable following the procedure.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of pump collapsed/dimpled/flat was confirmed via analysis, as the pump requires more than 8lb of force to activate. Analysis concludes that the activation issue of the pump could affect the functionality of the pump including, collapsed/dimpled/flat. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination of the pump did not identify any damages. The pump was functionally tested using the activation test, the pump failed the testing parameters. Therefore, the pump required more than 8lbs of force to activate. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the pump would not re-inflate after being pressed. The ipp pump was explanted and replaced with a new ipp pump was implanted. The patient was stable following the procedure.